Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with a fever and fatigue. A wound culture of the driveline site was (B)(6) for (B)(6). The patient was treated with IV vancomycin which was then transitioned to oral doxycycline.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 73 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.